Event description:
A customer reported that the system displayed a message indicating to check the filter/bridge during a vitreoretinal procedure. They tried moving the lever to either extreme position, but the message persisted. The case was able to be completed without the use of the laser. There was no patient harm reported.

Manufacturer narrative:
A review of the service report indicates the system displayed a "check filter/bridge" message. The customer tried to move the lever to either extreme position but the system message persisted. The surgeon was able to get the filter to work before the arrival of the company representative. The company representative examined and calibrated the system. Preventative maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).